Event description:
It was reported to manufacturer by the physician that the (B)(4) x50 hand held was not holding a charge. The physician noted that the hand held is always plugged in to charge when not in use. The manufacturer representative was at the physician's office, and noted that when he had arrived, the hand held did appear to be fully charged when plugged in, but once it is unplugged from the outlet, the battery capacity drops quickly. The hand held was returned to manufacturer for analysis. The software flashcard that was initially shipped with the hand held in question was kept by the site, and the new flashcard that was sent with the replacement hand held was returned instead. Product analysis is currently underway.